Manufacturer narrative:
21-aug-2025 device explanted (B)(6) 2025. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and the final acceptance test proved the device functions to be as specified. Next, the device was interrogated. The interrogation could be properly performed and revealed the mos2 battery status. Battery trend data showed an unexpected voltage drop that resulted in the observed activation of the eri battery status. Based on the characteristics of the voltage drop a temporary short circuit within the battery was confirmed, compromising the integrity of the battery. Please note, that this ICD is subjected to the field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
Device shows eri with unexpected battery behavior. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.